Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was unable to replicate the initial reporter's complaint. Visual inspection of the instrument noted that no parts needed to be replaced. There was no damage to the cables. The instrument was tested and passed recognition and engagement test passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Functional performance testing did not find any issues. The instrument was installed on the instrument performance tester (ipt) for an additional functional check. Offset and friction tests passed. The instrument was found to be fully functional. There was no damages found on the instrument. Based on this additional failure analysis investigation information, this MDR report is being retracted as a reportable complaint since failure analysis was unable to find any failures with the alleged instrument.

Event description:
It was observed during central processing that the maryland bipolar forceps instrument may have a broken cable, since the tips of the instrument was not working. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient. On (B)(6) 204, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint to obtain additional information regarding the reported event. The initial reporter indicated that the cables of the maryland bipolar forceps instrument were frayed.